Manufacturer narrative:
Evaluation summary: referring to the product inquiry the k-wires are stated to be the primary products. No other associated products were reported. The k-wires were returned without the original packaging. A review of the device history records revealed no discrepancies during manufacturing and packaging process. The items reported were documented as faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas of the k-wires. Each k-wire shows a slight bend approx. 70 mm from the end. After placing both k-wires directly side by side and exactly parallel, the bends were found to be exactly at the same level. Proper function of the returned k-wires may be restricted due to the deformation. According to miscellaneous brochures such as operation techniques of gamma3 and t2 femur nails bent k-wires shall not be used. The reported devices were delivered to the hospital in unsterile condition. A check of a sample originally (unsterile) packed k-wire of the same type (cat # 01520218) showed that a bend would be visible through the transparent tubular bag. Based on this, in order to determine the root cause of the damage found, it would have been helpful to take a photograph of the originally unopened tubular bags containing the bent k-wires or to return the items inside the unopened original bags. The exact root cause of the reported event could not be determined with the information given. Nevertheless, the damage found may (conditionally) be attributed to an inadequate packaging design, whereas it has to be ascertained that the packaging in question is our standard packaging for this type of (unsterile packed) k-wires which are distributed worldwide. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
The customer, nurse informed to product specialist of trauma that gamma3 k-wires ((B)(4)) were sent to the north karelia central hospital. The customer was planning to put the k-wires into the gamma3 instrumentation set but noticed that the k-wires were not straight. Customer is concern that is it safe to use this kind of slightly bend k-wires in a operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer, nurse informed to product specialist of trauma that gamma3 k-wires (0152-0218) were sent to the (B)(6). The customer was planning to put the k-wires into the gamma3 instrumentation set but noticed that the k-wires were not straight. Customer is concern that is it safe to use this kind of slightly bend k-wires in a operation.